Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia with glucose level was running 300 mg/dl to 500 mg/dl and 540 mg/dl at the time of incident, on (B)(6) 2018 and the current blood glucose level was 160 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with fluid and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as dizzy and shaking. Customer reports they had contact their health care professional regarding the high blood glucose. The device will be returned for analysis.